Event description:
It was reported via repair work order that the casters are falling apart and could reduce brake force. Repaired and returned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during the device inspection that the brakes were still fully functional. It was discovered that the unit would not roll due to damaged and worn casters.

Event description:
It was reported via repair work order that the casters are falling apart and could reduce brake force. Repaired and returned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.